Manufacturer narrative:
Updated.

Manufacturer narrative:
Information available for investigation suggests the issue was due to a partially blocked sample probe. The service action performed by the fse fit the customer's observed issue. The erroneous results were reported outside of the laboratory due to operator error. The customer stated the tech should have repeated the results before releasing the results.

Manufacturer narrative:
The customer stated the issue has been resolved.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for alb2 albumin gen.2 (alb2) and tp2 total protein gen.2 (tp2) on a cobas 6000 c (501) module. The initial alb2 result was 0.2 g/dl with a data flag. The initial tp2 result was 0.2 g/dl with a data flag. Both results were reported outside of the laboratory. The customer reviews all low results like these and on (B)(6) 2017 the sample was repeated on a different c501 module. The repeat alb2 result was 4.2 g/dl and the repeat tp2 result was 6.4 g/dl. The repeat results were believed to be correct and were called to the ward. No adverse event occurred. The patient is currently admitted into the behavioral unit of the hospital. The alb2 reagent lot number was 21479301 with an expiration date of 04/30/2018. The tp2 reagent lot number was 22699501 with an expiration date of 05/31/2018. The customer stated that the field service engineer (fse) had been onsite on (B)(6) 2017 for an issue where there had been a problem with the cell rinse mechanism and the reaction disk. The fse returned to the customer site due to the low test results and found that the rinse mechanism nozzle was overflowing and the sample probe was out of alignment over the air dryer. The rinse mechanism and sample probe were adjusted. Fluidic and mechanical systems were checked. All checks passed and the customer ran successful quality controls.